Manufacturer narrative:
No unexpected frozen screen anomalies noted during testing. The time advanced properly. All buttons functioned properly. No damage was noted on the keypad traces, and the keypad connector on the lcd board was locked. The pump passed the displacement and self tests. However, the pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip and scratches on the reservoir tube window.

Event description:
It was reported that display screen was blank and frozen, even after battery change. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.